Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 72 hours, ongoing) and fortum injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.